Manufacturer narrative:
Corrected data: b1. B2. D6a. H1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, h6, h10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, into anatomy with a dilated ascending aorta and calcified, bicuspid valve due to an apparent fused right coronary cusp (rcc) and left coronary cusp (lcc), an infold was noted at 80% deployment and the valve was withdrawn. A different valve was used for implant but moved ventricular on final release and the transcatheter valve waist ended up at the native annulus. The valve was snared and a non-medtronic valve was implanted inside the medtronic transcatheter valve. Additional information was received that a pre-implant balloon dilation was performed and a non-medtronic guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. Prior to the second valve moving ventricular, the implant depth was 4 mm on both the non-coronary cusp (ncc) and lcc. A procedural delay of five minutes occurred as a result of the infold.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, into anatomy with a dilated ascending aorta and calcified, bicuspid valve due to an apparent fused right coronary cusp (rcc) and left coronary cusp (lcc), an infold was noted at 80% deployment and the valve was withdrawn. A different valve was used for implant but moved ventricular on final release and the transcatheter valve waist ended up at the native annulus. The valve was snared and a non-medtronic valve was implanted inside the medtronic transcatheter valve.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012867009); product type: 0195-heart valves; implant date: n/a; explant date: n/a, product ID: l-evolutfx-2329 (lot: 0012583310); product type: 0195-heart valves; implant date: n/a; explant date: n/a product ID l-evolutfx-2329 (lot: 0012886157); product type: 0195-heart valves; implant date: n/a; explant date: n/a; product ID: d-evolutfx-2329 (lot: 0012867009); product type: 0195-heart valves; implant date: n/a; explant date: n/a; product ID: evfxplus-29 (r085651); product type: 0195-heart valves; implant date: on (B)(6) 2026; explant date: n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.